Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Flashing pcus to 9.12. Failure device type: alaris system instrument. Failure problem type: 8015. Case resolution: flashing units up to 9.12 and needs to transfer network configuration. It would not take because he needs to do the fcc step. Told none of this is supported but to get cf cards for use in the future to upgrade and likely fix hi current problem.